Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated low minute volume alarms when administering ambisome in aerosol, the ambisome clogged the expiratory filter. The issue was resolved by replacing the servo duo guard filter. There was no patient harm. The ventilator alarm was quickly addressed, and the patient was initially ventilated via bag-valve-mask (bvm) and then transferred to a transport ventilator. The device logs was requested but not received. According to information received, the filter was installed just before the aerosol began. When the filter gets clogged, the ventilator device will always generate clinical alarms to alert the operator. At a high expiratory resistance, patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to high pressure alarms being generated. The user¿s manual contains a warning that the expiratory airway pressure must be carefully monitored to protect the patient against accidentally high airway pressure when using expiratory bacteria filters. Increased airway pressure could result from a clogged expiratory bacteria filter. The conclusion is that the described error was caused by a clogged expiratory bacteria filter and not a ventilator malfunction.

Event description:
It was reported that the ventilator generated alarms indicating low minute volume. There was no patient harm. Manufacturer's ref.#: (B)(4).